Manufacturer narrative:
The lead was returned for analysis. This event will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the suture sleeve was through the lead, 19.8 cm from the terminal pin. Body fluid was noted throughout the lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific crm received information that this right atrial pacing lead had dislodged. The pocket was reopened to reposition the lead. During the procedure, the lead was tested and loss of capture was observed. It was discovered that the suture sleeve had gone through the insulation and body fluid was noted in the lead. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this event will be updated.

Event description:
--